Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information: (B)(4). Additional information has been requested and obtained.. If further details are received at a later date a supplemental medwatch will be sent what was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Can you identify the lot number of the product that was used? No further information is available. No further information will be provided. No product to be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a thyroidectomy on (B)(6) 2021 and topical skin adhesive was used. During surgery, the surgeon was injured by a protruded piece of glass. Not informed of what treatment if any was provided. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent when the sales rep had a meeting a few days after the injury, there was no particular treatment for the injured part, and the surgeon also commented that there was no problem with the injury. It was noted the surgeon was injured. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.